Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Upon further review of the previous call, it was also noted that the patient's date of birth information needed to be updated. Their accurate date of birth was reported. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient and their friend/family member regarding the patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient¿s stimulation would randomly quit working and the patient could actually go back and touch a particular spot in their back and turn it back on. They stated that they checked it with their patient programmer and when the patient feels the stimulation had turned off, it still shows the stimulation is on, but they don¿t feel the stimulation. The patient confirmed that it wasn¿t positional or any specific time of day that this occurred. They stated that they lay down and wake up and they can tell its not working. The patient stated that at first they could stretch their legs and tense their back and the stimulation would come back on. They stated that the last few weeks they went to scratch their back where the leads were and the stimulation just came on. The patient stated that at one point they saw a ¿call your doctor¿ screen as well a few times, but they did not know the code at the time of the call. The patient stated that they checked the ins and thought that it had two more years left. They also stated that they met with a manufacturer representative (rep) and they didn¿t think there was an issue with the leads. It was reported that the patient was going back to see their doctor on (B)(6) 2018. The call your doctor screen occurred about two months ago and the intermittent stimulation had been occurring for about four to five months (2018). No further complications were reported/anticipated.